Manufacturer narrative:
Hoveround is reporting the incident based on the client's statements of her injuries. The client was hospitalized for a period of time after her incident so she was unable to notify hoveround at the time. The client is unaware of where the device was taken after the accident, it is not in her possession.

Event description:
The client states as she was on her way home and crossing the street to get to the sidewalk, a big truck hit her. The client states she was on the ground, does not remember what side she was hit on and she was going in and out of consciousness. The client states her next memory is waking up in the hospital.